Event description:
During clinic follow up, under-sensing was observed on the implantable cardiac monitor (icm). Abbott technical support was contacted and suggested reprogramming the device. No intervention was performed at this time. The patient was in stable condition.